Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged for 5 minutes at 5000 rpm. The sample was aspirated from the primary collection tube via cta (closed tube aliquotter). Qc was within the established ranges prior to the event. A system check was performed on (B)(4) 2011 and met the specifications. There was no error posted to the event log. Service was on site on (B)(4) 2011, and performed a hardware verification protocol. The results met the specifications, and no hardware issue was noted. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.